Event description:
It was reported that the procedure was being performed on a male pt in the ICU. A second kit was opened and the catheter was being placed in the subclavian. They fed the catheter over the wire to the desired location and felt resistance when trying to pull the wire out of the distal lumen. As a result, they decided to remove both the catheter and wire as one. At which time, the clinician noticed the swg had unraveled, but was removed intact. As a result, another kit was opened and placed successfully in the pt's ij. It was noted that the resident performed a skin nick and dilated before trying to advance the catheter and used ultrasound for placement. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was good. Add'l info received on (B)(6) 2011 states they first removed the catheter and then pulled the wire out separately and saw that it had unraveled. The clinician stated the wire did not break in half and was intact.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.